Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist and provided a letter of recommendation. In the letter the dentist states, patient advised to stop wearing aligners. Patient has been wearing the aligners for 7 months and noticed front tooth is loose. #24 class 1 mobile with widened pdl. #23-26 are less than class 1 mobile. Referred to periodontist for consult and instructed to no longer wear the aligners.